Manufacturer narrative:
The following sections were updated: b4 b5; d9; g3; g6; h2;h3; h6; h11 review of the most recent repair record determined the calibration was out of specification. The device was calibrated and resolved the reported issue. The device history record was not reviewed as lot number is unknown and DHR is unavailable. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery the first half of the graft was fine while the second portion did not work out as well. A surgical delay was noted to correct the second portion of the graft. There was no harm/injury to the patient. Diligence is complete as no additional information is available.

Manufacturer narrative:
This event is being recorded under (B)(4). Once the investigation is complete a final report will be submitted. G2: foreign: canada. E1: telephone: (B)(6).

Event description:
No additional event information is available.

Manufacturer narrative:
The following sections were corrected/updated: b4, b5, d4, g3, g6, h2, and h11. Once investigation is complete a final report will be submitted.